Manufacturer narrative:
The returned device was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The device was functioning and depleting normally, and no problem was detected. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed less than three months, but while in the clinic two weeks ago the device showed six months remaining. Boston scientific technical services (ts) discussed to consider a save to disk and send data for analysis. Additional information indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed less than three months, but while in the clinic two weeks ago the device showed six months remaining. Boston scientific technical services (ts) discussed to consider a save to disk and send data for analysis. This device remains in service. No adverse patient effects were reported.